Event description:
A user facility reported that an intraocular lens (iol) was noted to be cracked when it was opened. Patient impact is unknown. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 05/28/2009 and 06/18/2009 by mail. A completed questionnaire has not been received. This report was mailed to FDA on: 06/26/2009.